Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the latch of the drawer was faulty. The field service engineer replaced the latch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer experienced a malfunction, resulted in its inability to recover. The customer reported that the malfunction caused a delay in the administration of medication to the patient. There were no adverse events or injuries reported based on this incident.